Event description:
Patient was receiving IV antibiotics as a secondary line with a follow up primary bag of normal saline. After the secondary was completed, the pump continued to remove fluid from the secondary bag and not from the primary like it was reporting. Tried it with 2 channels with the same brain and the same thing happened with both.